Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an increase in pacing impedance, measured at 2600 ohms. It was also reported that the pacing thresholds had increased to 5v@2ms. The physician elected to extract this lead. It was replaced with a non-guidant defibrillation lead. During the laser extraction procedure, the atrial lead was damaged and therefore explanted. The physician elected to plug the atrial port of the device, as no atrial therapies had been used by this patient. There were no reported patient symptoms associated with this clinical observation.